Event description:
It was reported that upon removal of embolectomy catheter from the left femoral artery, the tip (balloon) of the catheter was missing. The tip was not retrieved.

Manufacturer narrative:
Device has not been returned for evaluation.